Manufacturer narrative:
No patient samples were reported to be involved in the event. The fsr was not dispatched, as the customer believed that the recalibration of the assay resolved the issue. No additional survey sample is available for further testing.

Event description:
Customer failed one external proficiency survey sample for cpk, and received discrepant results upon repeat testing. An additional survey sample did not initially fail, but also experienced discrepant results when repeated. All repeat testing was performed in 2009. Survey sample, designated as vial #2, gave an initial result of <0.0 u/l and generated a test range flag. The sample was repeated at this time and generated the same result with the same flag. The customer reported this value to the accrediting agency as <3.0 per lab protocol. The acceptable survey range for this sample is 6 to 13 u/l. The customer recalibrated the assay in 2008, and repeated this sample three times, receiving results of 5, 5, and 6 u/l. Survey sample, designated as vial #3, gave an initial result 19 u/l. The acceptable range for this sample is 18-36 u/l. Ths survey sample was repeated in 2009, prior to recalibration and gave a result of 17 u/l. The customer then recalibrated the assay, reran the sample, and received a result of 23 u/l.